Event description:
The caller reported that the cuff on the endotracheal tube would not deflate when attempting to extubate the pt. Several attempts were made using a syringe and it would not deflate. The doctor then cut the pilot balloon tubing and it still would not deflate. They were able to remove the tube after making a tear in the cuff. The tube was then discarded.